Event description:
The attending physician placed a schneider rod in the right femur. According to the dr., the patient instituted an active rehabilitation program which was too agressive and of his own design. Exercise prior to the rod breaking consisted of a 26 mile bike ride followed up with nordic track, causing the intramedullary rod to fracture, due to excessive fatigue on the roddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.